Manufacturer narrative:
Batch review performed on 21 february 2024, lot 2240134: (B)(4) items manufactured and released on 10-nov-2022. Expiration date: 2027-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to infection and the pathogen is unknown. At about 1 month from primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.